Event description:
Customer reports to have high blood glucose. Customer states she ate and did not administer a bolus shot. Customer's blood glucose was 600 mg/dl. She gave herself a bolus delivery and blood glucose dropped to 98 mg/dl. Customer is a brittle diabetic. Customer declined to troubleshoot as she states insulin pump works accordingly and her high and low blood glucose are due to her error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.